Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. The front panel blinked because the turret loosed and not to returned the specified position and the turret error occurred. The turret unit loosed because more than 7 years had passed from the subject device had been manufactured and aging deterioration due to repeatedly long-term use.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the front panel blinked when olympus (B)(4) (ocsm) checked the returned subject device. The subject device was lent to the user facility from (B)(6) 2020 to (B)(6) 2020, but the user reportedly did not experience the blinking of the front panel. There was no report of patient injury associated with this event.